Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that: "revision surgery for instability/dislocation" patient ID: (B)(6).